Manufacturer narrative:
Hamilton medical ags reference: (B)(4); investigation is ongoing.

Event description:
Hamilton medial ag received the following complaint description (quotation): "hamilton medical continuous cuff monitor started flashing suddenly which deflated the et cuff, causing the patients sats to drop to 84%. Device was checked on nursing safety checks post handover and was working well - within 20 minutes of checking the incident occurred." The investigation to verify the allegation is still in progress.